Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock when programmed in secondary sensing vector while hospitalized for a non-device related reason. The noise was able to be reproduced in all sensing vectors, so therapy was deactivated in the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted and requested x-rays. Due to the patient's immobility, only beside x-rays were able to be performed and sent for review. Subcutaneous electrogram (egm) information was also sent to ts for review. Since the inappropriate therapy was received while the nurse was taking blood sample at patient's bed, ts requested review of environment for electromagnetic interference (emi) sources. The field representative noted that the patient is connected to external monitors for continuous monitoring. However, there is no noise when the patient is sitting/lying without moving. Thus, the hospital staff does not think the noise is due to emi. During troubleshooting there were no morphology changes when performing the tests with posture changes. There was a lot of noise when the patient was moving their arms. During pocket manipulation of the device there was not any clear noise. Ts was again consulted and discussed review of the egms and testing which showed primary vector shows evidence of low r wave amplitude, secondary vector show risk for further inappropriate shocks due to low r wave amplitude and myopotential noise oversensing also reproduced during recent testing. Alternate vector appears to have stable r wave amplitude since implant time, nevertheless it is possible to observed potential risk for myopotential oversensing during isometrics. An untreated episode due to a decrease in r-waves when programmed in primary sensing vector had been stored 15 months earlier. Ts discussed that primary and secondary vectors are not a reprogramming option while alternate might be considered for further deep troubleshooting when patient will be able to perform additional testing and that the facility may consider for system revision to attempt to avoid myopotential noise and achieve stable r wave amplitudes across postures. Ts discussed possible underlying causes and further troubleshooting considerations. It was noted that therapy remains off while the patient is hospitalized as they are being monitored. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.